Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol) the because of the zonular damage he could not center the lens and said the it would not hurt my vision because patient have small eyes and the lens is over the pupil. Patient experienced fog, blurred and cloudy vision, cannot see good at all. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).